Manufacturer narrative:
Device problem already known, no evaluation necessary. Upon loading the titanium clips into the clip appliers, user was loading clips at an angle and not loading the clips straight on, thus causing scraping against the plastic tray causing shaving s and possible clip miss-load.

Event description:
Manager for operating rooms, reported that a liver transplant team has being experiencing the small ligation clips are releasing pieces of white color plastic after each cartridge use. The surgeons with their magnifying glasses (loupes) on, they are seeing white "stuff"come off on the tissue as they are deploying the clip.